Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 900 mg/dl. She was wearing the insulin pump at the time of the event. She complained of nausea and vomiting. Upon admission, the customer was treated with an insulin drip. The customer stated that she had programmed her replacement insulin pump already but was unsure if she had done so correctly. She was assisted with programming the insulin pump. Her most recent blood glucose was 156 mg/dl. She was advised to consult her doctor if any of the current settings needed to be made.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.